Manufacturer narrative:
For two events the investigation could not identify a product problem. The cause of the event could not be determined. For one event the investigation was ongoing. There were no follow up/corrective actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Erroneous low results were generated by a cobas 8000 c 502 module. The events involved a total of 3 patients with the following: 1 valp2 valproic acid, 1 albt2 tina-quant albumin gen.2, 1 bilt3 bilirubin total gen.3. The provided patients' ages ranged from (B)(6) to (B)(6). There were 1 female and 1 male.

Manufacturer narrative:
For the pending event the investigation could not identify a product problem. The cause of the event could not be determined.